Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left coil perforated into uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: cross referenced with plaintiff case (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left coil perforated into uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('coils punctured my intestine') and uterine perforation ('left coil perforated into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), menorrhagia ("heavy periods"), back pain ("back pain"), myalgia ("muscle pain"), abdominal distension ("bloating"), constipation ("constipation"), dizziness ("dizzy"), nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("diarrhea"), procedural pain ("post procedural pain"), dysmenorrhoea ("painful periods") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastrointestinal injury, uterine perforation, abdominal pain lower, fatigue, menorrhagia, back pain, myalgia, weight increased, abdominal distension, constipation, dizziness, nausea, vomiting, diarrhoea, procedural pain, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, constipation, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastrointestinal injury, menorrhagia, myalgia, nausea, pain in extremity, procedural pain, uterine perforation, vomiting and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('coils punctured my intestine') and uterine perforation ('left coil perforated into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), menorrhagia ("heavy periods"), back pain ("back pain"), myalgia ("muscle pain"), abdominal distension ("bloating"), constipation ("constipation"), dizziness ("dizzy"), nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("diarrhea"), procedural pain ("post procedural pain"), dysmenorrhoea ("painful periods") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the intestinal perforation, uterine perforation, abdominal pain lower, fatigue, menorrhagia, back pain, myalgia, weight increased, abdominal distension, constipation, dizziness, nausea, vomiting, diarrhoea, procedural pain, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, constipation, diarrhoea, dizziness, dysmenorrhoea, fatigue, intestinal perforation, menorrhagia, myalgia, nausea, pain in extremity, procedural pain, uterine perforation, vomiting and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 3 & 4 process together. New event added: abdominal distension, abdominal pain lower, back pain, constipation, diarrhoea, dizziness, dysmenorrhoea, fatigue, intestinal perforation, menorrhagia, myalgia, nausea, pain in extremity, procedural pain, vomiting and weight increased. On 20-mar-2020: fu 3 & 4 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.